Event description:
The user facility reported to terumo cardiovascular systems, that during vein harvesting procedure, there was no electrical current going to the harvester, the bipolar cord was at least 7 months old. The bipolar cord and generator were changed out without results. A new virtuosaph kit replaced the original kit. There was a slight surgical delay. No harm to pt or vein. No blood loss. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4) device operation issue.